Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Based on the field report of perforation, pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead had dislodged and was not capturing. Patient was admitted to the hospital due to a heart block with heart rate in 40 seconds. Physician decided to replace the lead and another lead was implanted. No additional adverse patient effects were reported. Additional information was received indicating that patient also was admitted again few days later due to shortness of breath and perforation. Patient had computed tomography of the chest which showed pericardial effusion. Patient was treated with pericardiocentesis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had dislodged and was not capturing. Patient was admitted to the hospital due to a heart block with heart rate in 40 seconds. Physician decided to replace the lead and another lead was implanted. No additional adverse patient effects were reported. Additional information was received indicating that patient also was admitted again few days later due to shortness of breath and perforation. Patient had computed tomography of the chest which showed pericardial effusion. Patient was treated with pericardiocentesis. No additional adverse patient effects were reported.